Event description:
New information received indicated that the patient's implantable cardioverter defibrillator exhibited re-occurring post-paced t-wave oversensing episodes. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed, and the patient will further be monitored. The patient condition was stable.